Event description:
Underwent left sided si joint fusion utilizing sibone titanium implant system. Had immediate postoperative complications. Wound breakdown, infection, increased pain and edema. Required second hospitalization in may of same year, with infection, immune system response, pain and subsequent provoked dvt on the l side. I have suffered ongoing pain, instability of the effected limb, and ultimately non-union of the si joint which will require follow up surgery to revise. I have seen a specialist at ucla who concurs that all ongoing issues are directly related to the implant. I have suffered for over five years as a result of this. I am reticent to undergo further surgery due to my fear of further pain and complications as well as loss of function, disability and or life.